Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and could not be located for the lot number provided. It is possible that the lot number provided is incorrect. However, this is the only information available at this time. If additional information is made available in the future, then a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 525cc saline prostheses experienced spontaneous bilateral deflation post procedure. The deflations were diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-04598 for contralateral prosthesis report.